Event description:
The reporter contacted animas on (B)(6) 2012, and stated the ok keypad button had a delayed response when pressed and required multiple presses to elicit a response. The reporter noted the keypad rubber was damaged and the ok button metal was exposed. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently responsive. The contrast button responded to button presses as expected. There was evidence of contamination found under the key contacts.